Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported having frequent low voltage advisory and hazard alarms regardless of switching out batteries and battery clips. The patient also mentioned that it was always the white power cable that would show fault. The patient cleaned all contacts and did not see any damage, and when the patient came to the clinic the cardiologist confirmed that the contacts were clean and without visible damage. The power cable hook ups seemed straight and undamaged, though there was notable debris collected in the recesses. A system controller exchange was performed to switch the patient to their backup system controller, which was originally powered through the power module. There were no complications during the exchange. Upon switching the controller, low voltage alarms sounded for the black cable. Each alarm lasted for only a second, but were frequent. The battery clip was exchanged and no further alarms sounded. A review of the log files by technical services found 2 transient power cable disconnects on (B)(6) 2021 at approximately 00:25 and 13:22 associated with a routine change in external power. The logs did not display any other alarms on the controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage advisory and low voltage hazard alarms was not confirmed as the alarms were not observed in the submitted log file, and no products were returned for evaluation. The submitted log file contained approximately 2 days of data ((B)(6) 2021 per the timestamp). The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed throughout the log file. The pump maintained a speed above the low speed limit without issue throughout the log file. Provided information stated that no damage was observed on the system controller power cables and that the battery clip contacts were clean. It was also stated that the alarms resolved after exchanging the system controller and the battery clip. Additional information provided stated that the exchanged system controller would not be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2016. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including low voltage advisory/hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.